Event description:
The patient was undergoing a medical procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system red 68 reperfusion catheter (red68), and a neuron max 6f 088 long sheath (neuron max). The physician advanced the velocity and red68 over a guidewire and into the target location. While removing the velocity over the guidewire to start aspiration with the red68, the physician noticed only a portion of the velocity had come out from the red68. The distal segment of the velocity had fractured and remained in the patient. The physician removed the red68 with the distal segment of the fractured velocity together under aspiration. The procedure was completed using a new velocity, the same red68, and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.